Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) would not recognize the purge disk, multiple attempts were made to ensure the purge disk was inserted completely and correctly. A (second) new purge cassette was attempted as well with the same result, "purge disk not detected." The aic was replaced successfully.

Manufacturer narrative:
The investigation has been completed. Imc logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. Device analysis: the console was examined after arriving in fs. A broken purge disc flag was identified. Conclusion: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. (B)(4) documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. D10 concomitant medical products and therapy dates updated.